Event description:
Correction to the above description: the report of the cuff leak in a freshly tracheotomized pt appears to be correct; however, the returned device in question was a 10dfen. The second device which was reported to leak was not returned, so it is not known what device was actually involved.

Manufacturer narrative:
This is a follow-up report to provide evaluation results (section h6) and event problem codes (section f10), which have been provided by the MFR. The returned device is actually a 10dfen, not the 8fen and 10lpc reported by the complainant; therefore, section d6 has also been updated. A water leak test was conducted and revealed a leak from the cuff. A review of the device history records indicates that the product was inspected for inflation system integrity and confirmed to be acceptable upon release.